Event description:
A surgeon reported a pt experiencing halos, starbursts, ghost shadows and feeling her vision was out of focus following intraocular lens (iol) implant surgery. The pt had written the surgeon a letter explaining that objects at distance and up close looked somewhat fuzzy and words were hard to read (out of focus). When she was at work, her eyes continued to be out of focus for computer work and she was having to wear reading glasses to read the computer screen. The consumer reported the halos and starbursts were occurring around lights during the day and at night.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information a complete questionnaire has not been received. (B)(4).